Event description:
It was reported that patient had a battery change and since then the implant slid way down half off the muscle and when patient raises the arms the device sticks out and gets caught. Additional information indicated that the device was surgically explanted and replaced with a non-boston scientific device. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm migration. The baseline testing completed on the device found no failing conditions. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that patient had a battery change and since then the implant slid way down half off the muscle and when patient raises the arms the device sticks out and gets caught. Additional information indicated that the device was surgically explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported.